Event description:
Customer's daughter reported that the customer was in the hospital for issues not related to diabetes. The blood glucose reading was 324 mg/dl. She stated that the insulin pump had alarmed for an error after going through an unexpected restart. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.